Event description:
It was reported that when using the bd pyxis¿ anesthesia station es on the home screen, the pyxis trademark (tm) symbol was much larger than on other machines, and when customer went to maintenance mode to reboot the device, it froze. Customer had to physically shut down the device to get it to reboot. However, there were no delays or adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 15-oct-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, a field service engineer (fse) confirmed that there were no issues with the device, and the device was functioning properly, and no further investigation was required. The system functioned as intended after the field service engineer investigated the device.